Manufacturer narrative:
Device eval summary: device eval of battery monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken negative lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
Zoll customer support contacted an (B)(6) male pt to exchange his monitor. The pt's download revealed a service code 102 - charge profile fault. The pt was issued a replacement monitor.